Event description:
Sorin group received a report that during a procedure, a blood leak was observed coming from the exhaust cap of the oxygenator. During the change out of the oxygenator, one of the clinicians was sprayed with blood. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the apex oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is on-going. A follow up report will be sent when the investigation is complete.